Event description:
Catheter inserted on 10/22/94. On 10/24/94, while neonatologist was adjusting umbilical line, he noted that the umbilical catheter was leaking at 12 cm mark. Catheter removed. No adverse effects noted. Potential for infection, fluid contamination and air embolism.